Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3; d4; d11; g4; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: liner elevated rim 36 mm i.d. Size nn for use with 62 mm o.d. Size nn shell, pn: 00875201536, ln: 64050035. MDR reports: 0001822565-2020-00206. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a thr and the liner didn't sit flush during an initial surgery. Liner was removed and new liner was used as the previous one had damage around the anti-rotation tabs. Attempts were made to obtain additional information; however, none was available.